Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that the lever not staying latched. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that there were no damage or defect with the lever of the summit universal broach handle. The overall device is seen in acceptable conditions. A dimensional inspection was not performed, since it is not applicable to the complaint condition. A functional test was performed with a tri-lock bps broach starter and it fits correctly. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. The overall complaint was not confirmed, as the summit universal broach handle was found to have no damage or defects. No definitive root cause could be determined. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the lever is not staying latched.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.